Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via contralateral femoral artery using non-bsc sheath. The 90% stenosed target lesion was located in the severely calcified external iliac artery. After a non-bsc guide wire was crossed the lesion, a 7.0mm x 20mm x 75cm mustang balloon catheter was used for dilatation. The balloon was initially inflated at unspecified atmospheres. However, on second inflation at 7 atmospheres, the balloon ruptured. The physician carefully removed the device intact and continue dilatation using a different device. The procedure was completed with implantation of an unspecified size epic stent. No patient complications were reported and patient's status was good.